Manufacturer narrative:
(B)(4). The customer reported having replaced the graphical user interface (gui) printed circuit board (pcb), and the service engineer uploaded the latest version of the operational software. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator had an unreadable top display. The ventilator was not in use on a patient at the time the malfunction occurred.